Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to be ruptured and received in three parts. Microscopic examination was performed and the cause of the rupture could not be identified. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side intracapsular silicone implant rupture. Concomitant products: right side; 400cc mentor memorygel breast implant, catalog number: 3504001 bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with left side intracapsular silicone implant rupture confirmed by MRI on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 9/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 9/26/2019, mentor became aware that patient was presented with bilateral capsular contracture; baker grade unknown, and left side rupture. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3504751bc; serial number: (B)(6) on the left side and with catalog number: 3504751bc; serial number: (B)(6) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device. Right side is being reported in the separate report. Manufacturer¿s reference number: (B)(4).